Manufacturer narrative:
The peritonitis event occurred on an unspecified date in (B)(6) 2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated at home with unspecified antibiotics. At the time of the report, the patient was recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.